Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 36mm amplatzer septal occluder was chosen for implant using 12f non-abbott delivery system. During the procedure, while deployment, it was noted that the occluder conformed into a cobra shape and therefore it was retrieved back. The device was not released from the delivery cable at any time while inside the patient, and no interaction with cardiac structures occurred during deployment. No angulation or kinking of the delivery system was observed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. The procedure was ultimately aborted without use of a replacement device.

Event description:
It was reported that on (B)(6) 2026, a 36mm amplatzer septal occluder was chosen for implant using 12f non-abbott delivery system. During the procedure, while deployment, it was noted that the occluder conformed into a cobra shape and therefore it was retrieved back. The device was not released from the delivery cable at any time while inside the patient, and no interaction with cardiac structures occurred during deployment. No angulation or kinking of the delivery system was observed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. The procedure was ultimately aborted without use of a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.